Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The bacterial peritonitis was manifested by cloudy effluent, abdominal pain, diarrhea, and vomiting. The patient was not hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. Beginning on the day of onset and given through treatment at home, the patient was treated with vancomycin 2 grams intraperitoneally which was repeated two days after onset, repeated seven days after onset, and after that "in four in four days until two days after the initial receipt of this report" and ceftazidime 1 gram intraperitoneally for five days (frequency not reported) for the bacterial peritonitis. Five days after onset, the patient began treatment with fluconazole orally 100 milligrams per day for twenty-one days for the bacterial peritonitis. It was not reported if physioneal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the bacterial peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported eight days prior to the receipt of this report, the fluconazole was discontinued. Also that same day, the patient was considered recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.